Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on the stopper with the incident lot was observed. A photo sent back also showed the foreign matter. A review of the manufacturing records was completed for the incident lot and no issues were identified. Preset syringes have a vent in the stopper to allow air to escape from the syringe barrel during filling. This vent is filled with a fibrous cellulosic material which swells when in contact with the blood, thus sealing the vent and stopping the blood flow. It appears that the foreign matter is the cellulosic material.

Event description:
It was reported that foreign matter was seen on the stopper of the 22 gx 1 in. Bd preset¿ syringe with attached needle. No injury or medical intervention reported.